Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the infection had accumulated on the leads. No adverse patient effects were reported. The ra lead was explanted.